Event description:
During an urgent cath lab procedure resistance was met when attempting to inject contrast. It was subsequently noted that the catheter was kinked. Eventually the decision was made to remove the guide catheter and sheath and insert a larger one. At that time it was noted that a portion of the guide catheter had fractured and remained inside the patient. Attempts to retrieve the retained portion were unsuccessful.